Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:(B)(4). It was reported that patient's lead had migrated. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the lead and ipg were explanted and replaced to address the issue. The reason for the ipg replacement is unknown. Reportedly, effective therapy was restored.